Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was broken wires of ECG c&d cable at connector area. The root cause for broken cables was physical abuse. There was no adverse event that resulted from the damaged belt.